Event description:
It was reported that the customer was hospitalized due to being in diabetic coma with a blood glucose reading of 19 mg/dl. It was reported that the customer was sent supplies for his older model pump, so he attempted to revert back to using this pump, which resulted in his blood glucose going low. The customer was not available at the time of the report. The customer was advised to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.